Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the battery indicator. The patient reported that the alleged issue first occurred on the same day at 2:45 pm. She also mentioned that she felt shaky after the reported issue began. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. It was also determined that the patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient alleged that she developed a symptom suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.